Event description:
It was reported to philips that the allura system cannot perform cine. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not perform cine due to full disk issue. Review of the system log file showed ¿post frontal ip-pc image disk 1 done/failed¿ error. During troubleshooting, the fse found that the system failed data consistency test even after reinstalling ippc (image processing pc) in the subsequent case. The fse replaced ippc with 2 new hard drives. Database consistency test was again performed by creating dummy patients and exposures and did comparison test after deleting the dummy patient data. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.